Manufacturer narrative:
This report is submitted on july 13, 2018. (B)(4).

Event description:
Per the patient's surgeon, the patient underwent revision surgery (date not reported) due to rotation of the magnet, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.